Event description:
Event 1 [report date] code: h74939352050, lot:32935016. After 2 runs with the ivus catheter, the catheter was removed and then then came apart on the table. There was no reported harm. Event 2 [report date] code: h74939352050, lot:32935400. The ivus catheter worked for the first run and failed to image when a second run was attempted. The catheter was removed with no harm to the patient. Manufacturer response for ivus catheter, ivus catheter (per site reporter) mfg notified by site.